Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer had a high blood glucose levels. Customer's blood glucose level was 417 mg/dl and 400 mg/dl. Troubleshooting was performed. Customer treated their high blood glucose with insulin pump. Customer advised they were on pain medication which resulted in high blood glucose levels. Customer advised they had disabled the auto mode feature. The insulin pump will not be returned for analysis.